Event description:
It is reported that the pt underwent an add'l procedure and was later revised for unk reasons.

Manufacturer narrative:
Review of the primary operative notes found that no complications were noted. Ligament balance and stability was achieved with the trial components, and the surgery proceeded to implant the final implants. No revision operative notes were received, and it is unk which component was removed or why the procedure took place. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify and evidence of product contribution to the reported problem.